Manufacturer narrative:
The device associated with the reported event was not returned for evaluation. Per the initial report, the reported device was discarded and the lot code required to identify the manufacture date was not provided. Complaints databases searched on product code 254401004 identified similar complaints received previously. The current investigation could not draw any conclusions about the reported event based on the lack of the instrument to examine and insufficient product information. The complaint shall be closed with a unjustified conclusion it will be entered into the complaint database and monitored through trend analysis. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned device confirms the reported event of impactor breakage. Expert opinion (refer to (B)(4)) indicates that this failure is associated with environmental stress cracking (esc) which is caused by residual stresses. Annealing is a process which can reduce residual stresses and has been implemented and routed on (B)(4) for rp tibial impactors. This device was manufactured prior to the implementation of annealing. No further actions are identified. The complaint shall be closed with a justified conclusion. It will be entered into the complaint database and monitored through trend analysis. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The attune rp impactor broke into two pieces.